Event description:
After iabp for 120 hours, blood was noted in the helium tubing. On 5/6/98, the following info was reported to datascope: the iab was inserted into the pt on 4/28/98 and removed on 5/2/98 after iabp for 72 hours. (Event complications: unknown- reported 5/4/98; none- reported 5/6/98. (Pt's current status: unk-rpt'd 5/4/98, 5/6/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within in abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 8/21/98).